Event description:
New IV tubing hung with levophed infusing. Patient's bp dropped. Noted medication was leaking from large nick in the tubing. The nick was between the pump and the patient so the pump did not alarm. New tubing primed and patient given medication. No long term harm to patient. Tubing and wrappers in garbage which had already been removed and disposed of, so no lot numbers or other information available. Tubing not saved.